Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) moved in the pocket because the patient lost weight. To resolve the issue, the surgeon was doing a pocket revision. The issue was resolved at the time of the event the patient was alive with no injury. There were no further complications reported or anticipated.